Event description:
Patient reported the pump worked for seven or eight years and then "it just no longer worked for me." There was "some blockage" in the spine where it was put in. Due to the blockage, the "medicine was not getting to where it needed to get in order to help my pain." There was nothing wrong with the pump. The pump and catheter were explanted "approximately three to four years ago."

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).